Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and high voltage therapy. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).